Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 40 and blood glucose was 124 mg/dl. Threshold suspend caused blood glucose to elevate to 249 mg/dl. Customer also received a weak signal. Troubleshooting was performed and customer was advised on proper sensor usage and calibration techniques. During troubleshooting, it was found that sensor cannula was bent. Customer was advised that sensor would be replaced. Customer declined troubleshooting for weak signal.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor. Performed the continuity resistance test and sensor failed the test. A visual inspection found the cannula was bent unable to confirm customer received sensor in said condition due to customer returned opened and used.